Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section. A 106 alert code occurred after catheter plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-mar-2025 observed reddish-brown material inside the pebax. Further examination under microscopic imaging revealed a separation between pebax and electrode section. The event was originally considered non-reportable, however, bwi became aware a separation between pebax and electrode section on 25-mar-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The investigation was completed on 25-mar-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, alert 106 "force catheter sensor error" was observed on the carto3 screen. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-mar-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax. Further examination under microscopic imaging revealed a separation between pebax and electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The reddish material inside the pebax could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿106 alert code occurred after catheter plugged into carto and before first ablation (out-of-box failure)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between the pebax and electrode section.¿ -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿106 alert code occurred after catheter plugged into carto and before first ablation (out-of-box failure)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer¿s reference number: (B)(4).